Manufacturer narrative:
Additional information was received related to the device, which identified this was reported under the incorrect cfn/fei number. Please refer to (MFR report number 1218950-2025-000047) for further information regarding this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone (B)(6).

Event description:
It was reported that ICU station 1 all telemetry is unable to connect to the central monitor. The device was reported to be in use at the time of the event. No adverse event was reported.